Event description:
Customer ordered gav implant (B)(4)) in (B)(6) 2014. Expiration date on product is 02/2015. Device (B)(4); lot# 4502575239 implanted on (B)(6) 2015. No patient injury / prolonging of surgery has been reported as a result of expired product being implanted

Manufacturer narrative:
Device was delivered in a usable state. No additional investigation is required.